Manufacturer narrative:
The sample was collected in a 7ml bd serum tube with a gel separator that was centrifuged for 4.5 minutes at 3500 rpm at room temperature. Per customer, the sample appeared "gloopy" prior to testing; however, the sample appeared "normal" upon repeat testing. Qc has been within the customer's established ranges. Per customer, no errors were posted to the event log in connection to this event. Service was not dispatched. The customer is not question instrument performance. On (B)(4) 2011, preventive maintenance was performed the instrument post the event. Although sample integrity may have been a contributing factor, a definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report higher than expected beta human chorionic gonadotropin (bhcg) result above the normal reference range for one patient generated by unicel dxi 800 accesss chemistry analyzer. The result was reported out of the laboratory. The original sample was repeated along with a new sample on the same unit and both produced lower positive bhcg results within the same gestational category. Patient results are provided. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.